Manufacturer narrative:
Product analysis: visual examination showed that the two small silvers of peek material have been returned it appears this two pieces came from the inserter being threaded into the implant. The whole implant was not returned. Since this happen twice this could have been the result of some damage to the inserter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylolisthesis at l3/4, l4/5 and underwent oblique lumbar interbody fusion. Intra-op, the fragments of the peek was attached on the inserter thread part after inserting the cage. The cage could not be grasped and was loose so the inserter was checked carefully. Patient complications reported to be unknown.